Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at least two (2) em2400 valve sets were extremely loose when connecting to inlet and lubricant was observed on the valves. The loose connection has led to a leak on some occasions. This was identified during setup and preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added: the lot was manufactured from january 10, 2019 - january 14, 2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. The reported issue of loose connections causing the leaks was unable to be verified by the photograph and due to the nature of the sample no functional testing could be done. The photograph was visually inspected which observed an excess silicone fluid on the surface of the blue nitrile glove coming from valve port 23. The reported condition of contamination was verified. The cause was determined to be due to excess of silicone fluid applied during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.